Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 504 mg/dl. It was stated that the doctor recommended troubleshooting the insulin pump. It was stated that when the nurse attempted to remove the infusion set, the customer refused to have the infusion set removed. It was stated that the customer was experiencing high blood glucose frequently. No further information was provided.